Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 550 mg/dl at the time of incident and current blood glucose level was 317 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with manual injection. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer stated that the not calling back to performed high pressure test. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.